Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated, and the reported single leaflet device attachment (sdla) appears to be due to challenging patient anatomy/operation context. The reported tissue damage was due to slda. Tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Additional therapy/non-surgical treatment appears to be a result of case specific circumstances as to treat the lesion and stabilize the slda. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Prior to the procedure, it was noted the patient had an enlarged atrium and thin leaflets. An ntw clip was inserted and was successfully deployed without issues. However, while checking the results, a large jet was observed. The physician then noticed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing a lesion on the anterior leaflets. To treat the lesion and stabilize the slda, a second clip implanted. Two additional clip was implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.